Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 20 mg/ml at 2.5 mg/day via an implanted pump for an unknown indication. It was reported the patient was due to have her pump refilled on (B)(6) 2020 and the patient missed the refill appointment due to being in the hospital. It was noted the patient was still in the hospital and confirmed the reason for the hospitalization was unrelated to pump/therapy. The patient was now hearing an alarm sound coming from her pump and requested a rep come to the hospital to assist with turning off the alarm. The reporter was redirected to the healthcare provider (hcp) to address the alarm. It was noted the alarm sound "comes and goes, beeps a little bit, then quits." The reporter inquired if this would damage the pump battery. It was reported the alarm started "several days" ago (confirmed month as (B)(6)). Additional information was received from the rep on (B)(6) 2020 indicated the patient¿s pump reservoir went empty today and the hcp was not going to refill it now because the patient was in the hospital. The rep was inquiring about silencing the audible empty pump alarm. Patient symptoms were not reported. No further complications were reported/anticipated or expected.